Event description:
Reportedly, during patient use, "switching to back up battery" alarm occurred although the charge was 100%. The battery was replaced to resolve the issue. The failure happened when the patient was being ventilated with the device. There was no reported serious injury or medical intervention as a result of this event.

Manufacturer narrative:
(B)(4).